Manufacturer narrative:
System was used for treatment. Kit lot e314 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. Service order (B)(4) feedback completed: service engineer checked and cleaned valve plungers and under pump heads and ran system checkout procedure successfully. This assessment is based on information available at the time of the investigation. The pto and smartcard data associated with the complaint were received for analysis. Review of the smartcard data indicated that the prime was completed successfully. The purging air was completed. A blood pump error warning and several air detected warnings were seen. Examination of the returned pto indicated that there were no signs of a blood leak at either the collect or return pressure domes. The membrane could have been dislodged at some point in the treatment. However, the visual inspection of the return part indicated that the diaphragm was fully seated on the system pressure dome. A system pressure test was performed on the pressure dome which showed no bubbles in the water while pressure was held. The testing did not confirm the leak , hence a root cause could not be determined. (B)(4).

Event description:
Customer called to report a blood leak. The 15-20 minutes into the procedure, customer noted blood on the pump deck and then noticed the system pressure dome had come off of the transducer. Customer states she confirmed dome placement prior to prime. Customer states there were no alarms during this treatment. Service was dispatched per customer's request. The customer will return the kit for investigation.